Event description:
The non-(B)(6) catheter was used. After the cti ablation was completed, a small pericardial effusion was noticed on intracardiac echocardiography (ice). The transseptal puncture was performed along with a pre-map using a non- (B)(6) mapping catheter. Then ablation was performed. At this time the effusion began to grow, so a pericardiocentesis was performed. Over the course of a couple hours 1.4l of fluid was drained from the pericardium. The patient stabilized, and the procedure was completed. The patient was hospitalized after the procedure but is expected to fully recover. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).